Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that five infusions set fell off within two days of use. Event was occurred on (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, and (B)(6) 2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.